Event description:
It was reported that there was an error message syringe size wrong, tried to calibrate but unable to. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the device history review. Manufacturing calibration readings were all in specification. Visual inspection observed that there was a cracked right plunger case. During syringe testing and calibration verification on both quality control slugs, the reported problems were duplicated. The size would not calibrate was well. The root cause of the reported issue was found to be the tapered spring slipped over barrel clamp rod collar. Replaced barrel clamp rod and tapered spring. A corrective and preventative action has been opened to address the reported issue.